Event description:
It was reported by the customer's father, that the customer received a button error alarm. Customer's blood glucose level at the time 280mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. No button error alarm during testing. The displacement test was not performed due to the unresponsive buttons. The device had broken reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and stained end cap sticker.